Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Disassembly and further evaluation determined that a failed vacuum sleeve was the cause of shaft frosting.

Event description:
2 cryoprobes failed in the same surgical session. During the pretest we noticed ice formation on the whole length of the two cryoprobe needles.